Event description:
It was reported that during the implant attempt, the lead exhibited a loss of capture, high/unstable thresholds, and had dislodged. Repositioning was attempted, without success. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).